Event description:
This is a case report received through the (B)(6) through baxter's after-hours call service on (B)(6) 2010 from a female home patient (B)(6), who attends the (B)(6) hospital. It was reported that on (B)(6) 2010, the homechoice machine sounded a low drain volume alarm during I-drain. The home patient stated that she was disconnected this morning and that some fluid came out of the patient line before she could get it capped off. She informed that it's the renal nurse that sets up the machine for her. The patient states she will attempt to use manual bag to drain. No clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak found during prime. This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. A batch review was not performed since no lot number was available. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. The product code is unknown; therefore, the 510k number is unknown.